Manufacturer narrative:
(B)(4). The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Perforation and hemorrhage, are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that these reported adverse events were anticipated procedural complications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2016-00536. 2. 3005168196-2016-00537. The hospital disposed of the device.

Event description:
The patient underwent a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system reperfusion catheter 054, a penumbra system 3max reperfusion catheter (3max) and a neuron max 6f 088 long sheath (neuron max) and achieved recanalization. However, the patient suffered a perforation and massive contrast extravasation was seen within the subarachnoid space. The site of leakage was at the m3/m4 segment and not at the primary occlusion site. On postoperative day 1, a computerized tomography (CT) was performed and revealed evidence of a subarachnoid hemorrhage (sah). No intervention was done for the sah. Another CT scan performed on postoperative day 2 showed persistent sah as well as contrast extravasation with left mca infarction and left parietal subarachnoid space. The sah was also reported to be due to perforation and was considered unresolved. During the first week after the procedure, the patient had worsening atrial fibrillation, an access site hematoma, upper airway edema and bloody urine. The patient was last examined on (B)(6) 2012 and had neurological improvement with an nihss score of 10. The reported sah was adjudicated by the committee to be a non-serious adverse event with a probable relationship to the penumbra system, a definite relationship to the procedure and an unrelated relationship to the index stroke.